Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: navistar ds catheter (model# ns7tcd8l174hs), carto 3 system (model# m-4800-01 serial (B)(4)), stockert generator (model# m-5463-01 serial (B)(4)), webster octapolar - deflectable (model# d608dr002rt), webster decapolar catheter (model# d610drp10rt), soundstar eco catheter (model# 10439072), st. Jude medical brk transseptal needle, st. Jude medical 8 french sl2 sheath. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a webster quadropolar catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the routine post-ablation final electrophysiology study, a pericardial effusion was detected via ultrasound. Pericardiocentesis was performed and yielded 400 ml of fluid. Patient required 1 additional day of hospitalization. Patient spent 1 night in the intensive care unit, was transferred to the ward, and was discharged the following day. It was noted that the patient recovered. Factors cited that may have contributed to the adverse event include the patient¿s advanced age. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. It was noted that the physician believes that the repositioning of the webster rv (right ventricular) catheter (in order to obtain capture) coupled with the patient¿s thin myocardium resulted in a perforation. It was also noted that the physician does not believe that the injury was related to ablation. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. A st. Jude medical 8 french sl2 sheath was used. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. No irrigated catheter was used. Patient received anticoagulant (heparin) during the procedure with activated clotting time was maintained between 300-350 seconds. There were no errors observed on any bwi equipment during the procedure.